Manufacturer narrative:
The device was returned to mmdg for investigation. During the investigation the pump was found to be outside of the volumetric range that mmdg considers not reportable. The pump did over infuse during the investigation. The pump history indicates that the infusion factor of the pump was changed incorrectly. The pump was serviced to correct this issue.

Event description:
The initial reporter stated that the pump was not infusing correctly. They stated that the pump was under infusing. Mmdg followed up with the initial reporter to obtain additional information who stated that the patient had not experienced any adverse effects due to the complaint. (B)(4).